Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02188. It was reported one of the s1 leads had migrated. In turn, the lead was explanted and replaced to address the issue. All of the patient's leads are being reported because it is unknown which lead is liable.